Event description:
It was reported to boston scientific corporation on july 27, 2009, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device was used during a balloon dilatation procedure performed on (B)(6), 2009. According to the complainant, the anatomy was very tortuous. A (B)(4) double balloon scope with a working channel of 2.8 mm was used for this procedure. The lesion was explanted to 12mm without a problem. The physician was unable to advance the device from the distal scope a second time. Then the device could not be retracted back into the scope. The device was removed with the scope and the procedure cancelled. The procedure was rescheduled to be performed at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device package labeling was performed. The package label states that a fujinon endoscope with a 3.2mm working channel is required. The event description states that a scope with a working channel of 2.8 mm was used. As the working channel of the scope had a smaller diameter than recommended, difficulties in advancing and withdrawing the balloon through the scope after deflation occurred. Advancement through the scope when the balloon was no longer in a wingfolded configuration, would also result in difficulties. The root cause based upon the information available, is user/use error. (B)(4).